Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ECG was defective, the device fails an autotest: provides red x and chirp; ops check clears the error but eventually the issue returns. No patient involvement was reported.